Event description:
According to the reporter: procedure: lobectomy. The device was fired on the lungs and the firing knob was advanced to the end, but the staple line opened. The tissue was slightly thick. Less than 200ccs of blood loss occurred and the tissue was treated by manual suturing. No significant impact to surgery time was reported and pt is ok.

Manufacturer narrative:
MDR initial report submitted: 01/05/2009.